Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 11 units of insulin during the load sequence. A new cartridge was loaded in an attempt to resolve the issue; however, the issue persisted. Customer reverted to an alternate source of insulin therapy. Customer¿s blood glucose level was 144-145 mg/dl.